Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced repeated bouts of bacteremia resulting in a full system extraction. The patient received a temporary lead due to drops in heart rate overnight following the procedure. There were no other reported patient consequences.